Event description:
I had breast augmentation surgery (B)(6) 2018, approx 2 wks later, I noticed the left breast was extremely painful and heavy, to present date, (B)(6) 2019, I have 1 overfilled left breast which is heavy (I use my hand to hold it up at times due to its weight) the right is deflating at a rapid pace. I have noticed in recent weeks, increased upper back pain behind the implants. Initially, my surgeon thought that the leftover inflated breast may have fluid. On (B)(6) 2019, we did surgery on the left breast the intention was to drain any fluid. There was no fluid. I have had 2 mammograms, 1 pre-op, 1 post op, nothing I've had ultrasounds, nothing. A few weeks ago, my surgeon mentioned that there was an issue with the valve or something of that nature while filling the implants during surgery which may cause more fluid into the implant than anticipated (she noticed on another pt's surgery). I have ideal implants. They recently issued a "voluntary recall, also the company issued a press release dated 04/01/2019. Ideal should be looked into as allergan, mentor and sientra were looked into. I'm looking into a 3rd surgery. I need revision surgery due to issues with ideal implant. My surgeon's office mentioned that no facilities are accepting ideal implant pts at this time due to the recall, the FDA has to review the implants after whatever corrective measures taken by ideal. Some of us women who were the recipients of whatever the small number of defective implants are suffering and may face add'l challenges in the future. (B)(6) has recently stopped the sale of allergan, what are we doing here in the u.s? My goal here is that the focus shifts to ideal implant as well, and the women who are suffering from the implants based on faulty chamber, deflation etc. My surgeon's office said that in order to have revision surgery, I must pay upfront for the implants, then ideal will conduct testing to see if any defect, and if so, they will reimburse for only 1 breast. I do not trust the testing. It's their product, they can say anything to not admit fault. The last time I checked, I had two breasts with ideal implants. I was told by my dr's office that while ideal is correcting the chamber issue, then the implants need to pass FDA testing. I won't be able to have my revision surgery probably until (B)(6). I have been in pain, and discomfort since (B)(6), and it's getting worse. As I sit here and write to you, my back is killing me, and my left breast feels like it weighs 100 pounds. Please look into ideal implants product recall. The defective implants are out there, and in the bodies of women like me. I have tons of pictures of my breasts, I can send upon request. FDA safety report ID# (B)(4).